Manufacturer narrative:
Submit date 11/05/2010. An investigation is underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/19/2010, that a customer had an issue with a PICC. The customer reported that on the (B)(6) 2010, it was noted that there was a hold in the secondary port just above where the software catheter connects into the hard plastic on the bottom of the hard plastic hub. The PICC was pulled and replaced. The facility indicated that the placement date was either on (B)(6) 2010 or (B)(6) 2010, but could not specify which date. Pt reported as doing fine.